Event description:
A malfunction on the pump was reported by the caller, identified by malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, which resolved the issue, allowing continued use of the device. Additionally, two cartridges were lost due to the malfunction, and replacements were arranged to be sent out upon the customer's request.